Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. One 6fr glidesheath slender guidewire was returned for product evaluation. The needle was not returned for product evaluation. Visual inspection revealed that there were two bends noted close to the floppy end of the guidewire. It was observed that the guidewire was unraveled in the middle. A needle with a normal cannula was obtained to perform functional testing. The guidewire was attempted to be inserted in the needle, it was noted that the unraveled section of the guidewire is not able to pass through the needle. The outer diameter of the floppy end was found to be 0.53 mm and od of the stiff end was found to be 0.51 mm which are within the required specification of 0.51 - 0.54. The supplier quality team was notified and per their direction, the supplier of the wire was contacted and a complaint investigation was opened at the suppliers end to further investigate this issue. The completed investigation concluded that the product was excessively inserted and rotated during operation leading to the seen issues. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in the d10 section and to update the h3 section. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that a radial kit was prepped, needle access was obtained but they could not advance the guidewire. The guidewire was removed and there was no damage to the tip and the wire unraveled proximal to the tip. A new kit was opened and that wire was used. The procedure continued without issue. The patient was reported to be in stable condition. The patient tolerated the pci (percutaneous coronary intervention) procedure well. The estimated blood loss was less than 250cc's. Additional information was received june 24,2019: the guidewire was removed. There was damage to tip and wire coil unraveling proximal (about 2") to tip.